Event description:
It was reported that the tip of the tap broke in the pt's l5 pedicle. The broken piece could not be removed, and remains in the pt.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device found the tip broken in half lengthwise. This kind of breakage is consistent with the tip of the tap hitting a hard material during the tapping process. This could have induced abnormal high level shearing loads applied to the cutting edge, leading to the breakage of the tip of the tap.